Event description:
It was reported that the patient underwent for a cardiac valve assessment. An aneurysm follow-up was performed and the patient was found to have 40% recanalization. An onyx hd embolization procedure was performed and was successful with 100% occlusion. At six month follow-up, the onyx cast had moved out of the aneurysm and into the ica bifurcation. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. It was consumed in the event.